Manufacturer narrative:
Analysis was performed on the returned device. The reported no obvious blood flow from the marker lumen was not confirmed. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported obstruction of flow and unexpected medical intervention appear to be related to circumstances of the procedure. In this case, the device was removed and re-flushed with an observed blood clot coming out. It appears that the device was re-inserted and deployed. It is likely that a link separation occurred due to an interaction with patient anatomy or suture/ link pulled during plunger removal (step 3). Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: after attempting to flush the marker lumen, the foot was deployed, but the physician decided to use an additional device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using a prostyle device after an atrial fibrillation interventional procedure with an 8f sheath. Reportedly, the device was successfully flushed prior to insertion, but there was no flow at the marker lumen. The device was attempted to be re-flushed and a blood clot came out of the shaft of the device. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.